Event description:
The customer's mother reported that her daughter woke up to a pod alarm and felt ill "due to the pod system" - she experienced high bg's (498 mg/dl) with "very high" ketones. As a result, she ended up going to the ER and was given two bags of IV fluid. She remained under the hosp's care for eight hrs. No product will be returned for investigation.

Manufacturer narrative:
The device involved will not be returned to the MFR for eval. We are unable to confirm any product malfunction. No conclusion can be reached at this time. The product user guide instructs the user to check their blood glucose levels frequently, so that they can notice and react quickly and appropriately to any issues. It also suggests that the pt always carry extra supplies in case of emergency.